Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 42 mg/dl. Customer consumed carbohydrates to address bg. Ultimately, the pump was replaced to keep customer satisfaction and customer reverted back to manual injections.